Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-15.50/3.00/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).